Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was being interrogated after the patient received appropriate shocks. The electrogram (egm) displayed atrial sense markers even though the atrial port was plugged. Left ventricular (lv) capture and thresholds are not present, and the local guidant representative suspects the lv lead has moved.